Event description:
The patient was implanted with a left ventricular assist device (lvad). The bio-med reported that the patient presented to the clinic due to receiving short alarms. The patient switched out the cell battery in the system controller; however the alarms continued. The system controller leads were checked by twisting the black lead. The system controller then received a red heart alarm and also shorted out the back-up battery in the power module. The system controller was urgently exchanged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.